Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging trilogy evo o2 ventilator touchscreen does not work. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was sent to a third-party service center for evaluation. If any additional information is received, a follow-up report will be filed. New information: the trilogy evo o2 ventilator was evaluated onsite by a field service engineer (fse). During the evaluation of the device, it was confirmed that a malfunction occurred regarding the screen and mute button, therefore the display board was replaced. A leak was confirmed during testing; therefore, the 3-way solenoid valve and proportional valve were replaced to address the issue. The internal battery presented an error when placed in ship mode therefore it was replaced. In addition, the front panel is required but is currently on back-order; therefore, the device will be sent to bench for follow up repairs. The system does not meet the specification for the performed service and is not returned to use.

Event description:
The manufacturer received information alleging trilogy evo o2 ventilator touchscreen does not work. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was sent to a third-party service center for evaluation. If any additional information is received, a follow-up report will be filed.